Manufacturer narrative:
The reported events were lead dislodgement and capture issue. As received, a complete lead was returned in one piece. The reported event of capture issue was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue and blood/body fluids were noted throughout the entire lead body. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.

Event description:
It was reported that the patient presented for routine in-clinic follow up. A device interrogation revealed loss of atrioventricular synchrony, which resulted in the patient exhibiting shortness of breath upon exertion. Further evaluation revealed that the atrial lead had dislodged into the right ventricle. The lead was explanted and replaced. There were no patient complications.